Event description:
It is reported that a customer found air bubbles in the reservoir compartment of insulin pump. The patient's blood glucose level was at 150 mg/dl. The customer stated that they fixed the issue but the transfer guard would not lock back into place when the customer tried twisting the reservoir to lock. The customer was advised to send back the reservoirs for analysis. New reservoirs were sent to the customer. No further information was provided.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoirs transfer guard width dimension. The reservoirs failed per specifications due to reservoir being too loose connect/release property.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.